Event description:
A "Replace Sensor" error message was reported with the Abbott Diabetes Care (ADC) device and customer was unable to obtain readings. The customer is unsure if their symptoms were related to the sensor or blood sugar or hot weather, but the customer experienced sweating and headache. The customer self-treated by eating a banana and a sandwich. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.